Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device was loud and vibrating excessively. It was also noted that the ecu, electronic motor and the housing were damaged. It was determined that this was due to wear on electronic and mechanical components from repeated sterilization and use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 4 for the same event. It was reported that during an unspecified surgical procedure it was observed that the console device, the electric pen drive device, the cable to console device, and the foot control device would not power up when used together. It was reported that there was a delay due to the event and unspecified spare devices were available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.